Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer compared the network configurations of the medstation with others on the same floor and found discrepancies. The engineer reconfigured the network settings to align with the other medstations. After reconfiguration, the medstation successfully came back online and resumed communication. The system functioned as intended after the field service engineer repaired the device. E1: facility name: (B)(6) hospital.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.